Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced a fall. Upon interrogation, this device was found to be operating in safety mode. Technical services (ts) recommended device replacement and noted that it remained unknown whether the fall was due to the device, as there were no recent remote interrogations available for review. The patient was found to have an elevated white blood cell count, resulting in a delay of the replacement procedure, and the health care professional (hcp) indicated that a temporary pacemaker might be required. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has not returned for analysis.